Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a battery out limit alarm, external ram error alarm and unexpected restart alarm. The customer's blood glucose was 157 mg/dl at the time of incident. The customer's blood glucose was 124 mg/dl at the time of call. The customer stated that the battery out limit recurred after placing a new battery. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not store and was not in use for an extended period of time. The customer stated that the alarm occurred inserting a new battery. The customer did not troubleshoot for the external ram error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will not be returned for analysis.